Event description:
The customer reported that insulin squirted out during the manual prime process. The caller also mentioned that the insulin pump alarmed while priming. The blood glucose reading was 140mg/dl. Advised the customer to check the reservoir and the remaining insulin in the reservoir were 20 units while the status screen was showing 7 units left. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the customer to revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with scratched screen, cracked reservoir tube lip, and broken belt clip slot.